Manufacturer narrative:
Additional information: h6 and h11. The device was not received for evaluation; therefore, a device analysis could not be completed. The event history log review was performed and the sharesource query produced no therapy log data results on or near the reported occurrence date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during automated peritoneal dialysis (pd) using a kaguya home pd system, the patient experienced chest pain and fell due to "eyes were spinning". It was reported the patient was transported to the hospital via ambulance; however, it was not reported if the patient was hospitalized for the events. Treatment for the events was not reported. It was reported there was a possibility of over-filling; however, this was not confirmed. Renal therapy services assisted the patient to "end" after final draining and detach from the device. At the time of this report, the patient outcome was not reported. No additional information is available.